Event description:
It was reported that the patient presented for a device check following radiation. It was noted that high capture thresholds were detected by the acap confirm algorithm and ventricular capture thresholds were high on the implantable cardioverter defibrillator (ICD). A manual check was performed, and atrial and ventricular capture thresholds were found to be low within the normal range for both the atrial and ventricular channel. A decrease in sensing on the right atrial (ra) lead was also observed. Programming changes were made to address output. The patient was stable and was to continue being monitored remotely post radiation therapy.

Manufacturer narrative:
Correction: section d10 corrected to include concomitant product.

Event description:
New information notes the patient was asymptomatic prior to re-programming. The programming changes were made to output on the atrial and ventricular channel and to address the sensing issue on the right atrial (ra) lead.